Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral balloon catheter was used to treat the right mid and distal sfa. Approximately 8 months post index procedure the patient died of an unknown cause. The investigator assessed the event as not related to the index device, procedure or paclitaxel.